Manufacturer narrative:
The pump was received with compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the functional testing due to the alarm. The pump had normal operating currents and passed the unexpected restart error test. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was 151 mg/dl. The customer stated the driver support cap is sticking out. The customer was advised to discontinue use of the pump and replacement was delivered.